Event description:
It was reported that during a pre-use check of the tube, the anesthetist observed that while air was being introduced into the tube and the cuff was inflating, the pilot balloon would not inflate. A replacement tube was sourced, but the same issue occurred. Neither tube was used on patients, and a different-sized tube was ultimately utilized. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: two (2) used. List #100/199/075, tracheal tube clear murphy eyesoft-seal cuff 7.5mm 20/bx; lot #6031498 were received for evaluation. Part tested and inspected; however, cannot confirm ¿a0492 - will not inflate¿ failure mode. Video of testing was provided without leakage attached.